Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg was not working and had to charge frequently. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient¿s ipg was not working and had to charge frequently. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was not working and had to charge frequently. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.